Event description:
It was reported that during a sigmoid procedure, the device would not staple but cut. They used another like device. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.